Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant the patient experienced pericardial effusion, nerve stimulation and diaphragmatic stimulation. The right ventricular (rv) lead exhibited high thresholds and undersensing was also detected. There is planned rv lead revision. No further patient complications have been reported as a result of this event.